Event description:
It was initially reported that this female peritoneal dialysis (pd) patient was diagnosed with peritonitis and hospitalized on (B)(6) 2021 through (B)(6) 2021. During follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) it was confirmed that the patient presented to the pd clinic on (B)(6) 2021 with complaints of abdominal pain and cloudy pd effluent. The patient was diagnosed with peritonitis and initiated on antibiotic therapy. The patient was administered intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The culture resulted positive for coagulase negative staphylococcus (species not provided) and the ceftazidime was discontinued. The patient continued with the vancomycin. The cause of the peritonitis is unknown; however, it is suspected that it is hospital acquired as the patient had been discharged the previous day. The patient did not require hospitalization for the peritonitis event. There was no reported cassette leak reported for the event or other issue with a fresenius product.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The suspected cause of the peritonitis is hospital acquired as the patient was discharged the previous day. Coagulase negative staphylococcus accounts for nearly half of all gram-positive episodes of peritonitis and are primarily due to touch contamination. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was initially reported that this female peritoneal dialysis (pd) patient was diagnosed with peritonitis and hospitalized on (B)(6) 2021. During follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) it was confirmed that the patient presented to the pd clinic on (B)(6) 2021 with complaints of abdominal pain and cloudy pd effluent. The patient was diagnosed with peritonitis and initiated on antibiotic therapy. The patient was administered (B)(6) (dose, frequency, and duration unknown). The culture resulted positive for coagulase negative staphylococcus (species not provided) and the ceftazidime was discontinued. The patient continued with the (B)(6). The cause of the peritonitis is unknown; however, it is suspected that it is hospital acquired as the patient had been discharged the previous day. The patient did not require hospitalization for the peritonitis event. There was no reported cassette leak reported for the event or other issue with a fresenius product.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.